Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 20-may-2026, a sales representative reported via (B)(4) that an abs-10060 angel prp centrifuge made a loud noise and produced a burning smell during a prp injection. The procedure was completed successfully with no patient affected.